Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, only a connector portion of the lead was returned in one piece for analysis. Visual analysis found full breach insulation degradation exposing the coil adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.